Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was admitted to the intensive care unit. There was no reported impact to customer¿s blood glucose level. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.